Event description:
During an in clinic follow up, low defibrillation impedance was noted on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. Diagnostic imaging was performed during the explant and no anomalies were noted on the lead. The patient was stable.

Manufacturer narrative:
The reported events of low defibrillation lead impedance could not be confirmed. As received, a partial distal segment of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Additional finding unrelated to the reported events: an external insulation abrasion was found proximal to the suture sleeve tie impression breaching the optim sheath only consistent with friction to the device can.